Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In this report during the evaluation of the device at the third-party service center, the device was visually inspected and visible foam were observed. Evaluation found 32 error code, dust contaminated. The following correction has been updated in this report. Section "product UDI" in box d has been updated/corrected. Section "reporter country" in box e has been updated/corrected. Section "report source" in box g has been updated/corrected. Section "evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid" box h has been updated/corrected.